Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed the administration/spike port cap was broken off. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap had broken from the administration port of an exactamix 3000 ml eva tpn bag. The device had been filled with pediatric parenteral nutrition solution. This occurred before patient use. There was no patient involvement. No additional information is available.